Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that after she inserted a tampon, the applicator came out with only half of the exterior portion of the applicator. She immediately tried to pull the tampon out of her vaginal cavity and the string detached from the pledget. She then manually removed the pledget from her vaginal cavity. Once the tampon was removed she searched for the other portion of the applicator and could not find it. Consumer was concerned that a portion of the applicator was still inside of her. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.